Event description:
Additional information was received that a revision procedure was performed due to increased shock impedance measurements greater than 125 ohms, increased pacing impedance measurements of 1,700 ohms and increased threshold measurements of 2.5v. During the procedure, the header was observed to be detached from the device for an unspecified reason. The device was successfully explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Event description:
The device was returned for reliability analysis.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. The system remains in-service. No adverse patient effects were reported.